Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent undersensing. Programming changes at the time of the event were not requested. This lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent undersensing. Programming changes at the time of the event were not requested. This lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because information was reported via #mw5146544. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.